Event description:
Complainant alleged that medics were responding to a call for "non-breather". The medics were setting up the device in an effort to begin monitoring a pt, but upon their attempt to power-up the device, the unit did not power-up and there was no display. The medics changed the device battery, but there was still no device power-up. The medics then transported the pt to the hospital, which was two blocks away, while CPR was performed on the pt. The pt subsequently expired.